Event description:
The (B)(6) distributor reported on behalf of the surgeon, that during surgery when the delta head was placed on the accolade stem the surgeon noticed what he thought was a crack on the head. The distributor reported that the surgeon removed the head and used a different one to complete the case. Slight delay whilst replacing the head. The local sales rep reported that on closer inspection of the head after the case, the crack looked more like a friction mark.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding markings on the distal surface of a delta v-40 ceramic head 36/+5 was reported. The event was confirmed by visual analysis. A material analysis confirmed that the marks on the distal surface of the femoral head were too near areas of metal transfer. No material or manufacturing defects were observed on the device features evaluated. No patient demographics or medical records were provided. Patient factors did not contribute to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that markings on the distal femoral head were from areas of metal transfer. These transfers likely occurred during the implantation or revision processes due to contact with a titanium femoral stem and stainless steel surgical instrumentation. No material or manufacturing defects were observed on the device features evaluated.

Event description:
The (B)(6) distributor reported on behalf of the surgeon, that during surgery when the delta head was placed on the accolade stem the surgeon noticed what he thought was a crack on the head. The distributor reported that the surgeon removed the head and used a different one to complete the case. Slight delay whilst replacing the head. The local sales rep reported that on closer inspection of the head after the case, the crack looked more like a friction mark.